Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hypoglycemia and customer alleged pump screen had scratch, battery cap damage. The event involved product mmt- 1880. Troubleshooting was performed and it was unknown whether the customer had been using the insulin pump within 48 hours of the reported event, and the auto mode feature was active at the time of the event. Customer was able to read the display but customer believed the pump is causing low blood glucose due to damages. No further patient complications were reported. The customer will discontinue pump use and revert to back up plan as per health care professional instructions. The product mmt- 1880 will be returned for analysis.

Manufacturer narrative:
Additional information has been received regarding battery cap recall which was not included in the initial report. So, the recall details were updated in sections h7 & h9. The pump was received with the p-cap locks properly into the reservoir compartment. The following were noted during visual inspection: cracked battery tube threads, cracked case at corner of the belt clip rail, cracked keypad overlay at the select button, and missing serial number label. Unit received without original battery cap; however, unit was properly tested using a reference test battery cap cosmetic damage was confirmed at the back of the pump area. Unit received without original battery cap; however, unit was properly tested using a reference test battery cap. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.